Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable high test results for two patient samples using the elecsys estradiol iii assay (e3) on the cobas e 411 immunoassay analyzer. Of the two patient samples, only the results for one were discrepant. All results are in units of pg/ml, and all were released outside of the laboratory. The initial result from the sample tube was >3000 with a data flag. The sample was auto-diluted 10x with a result of 3900. The physician did not believe the result. The physician instructed the patient to take novarel at 9:30 pm and lupron at 10:30 pm, since the patient was preparing for egg retrieval. The administration of the medication did not affect the patient, and the patient is currently fine. The patient was not admitted to the hospital. On (B)(6) 2017, the sample was repeated. The results from an aliquot in a sample cup were 2170 and 2189. The result from another aliquot in a sample cup was 1886. The sample was auto-diluted 10x with a result of 1771. No adverse event occurred. The e3 reagent lot number is 21731300 with an expiration date of 02/28/2018. Calibration and qc were acceptable; however, there was noticeable signal variation between measurements on (B)(6) 2017. Information regarding lab environmental conditions, maintenance records, and alarm history was reviewed and was acceptable. The field service representative performed system functionality testing and ran an assay performance check which were successful. All results met specifications. A specific root cause could not be identified for this event. Additional information for further investigation was requested but was not provided. Possible root causes include improper pre-analytical conditions (not enough clotting time allow per tube manufacturer's instructions) and/or variation in the calibration signals which could influence sample recovery.